Event description:
It was reported by the patient¿s relative that the implantable cardiac monitor "caused the patient many problems and was a headache". The device was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).